Event description:
Reference MDR #9680794-2009-00049 for first event involving same pt. It was reported by the physician that he opened a second kit and the balloon burst during a declot procedure. As a result, another vendors balloon was used to complete the procedure. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.